Manufacturer narrative:
Analysis of the device did not reveal any condition that would have contributed to the reported event. The device was tested on the automated testing equipment and all device functions were normal.

Event description:
It was reported that the device was removed due to loss of atrial capture.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.